Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 5.12 kgf (ep requirements: 3.57 kgf in average and 1.83 kgf in minimum). Degradation test result conducted on the sample received also fulfils b. Braun surgical requirement. In the degradation test, the thread is introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The result for the sample received is 3.05 kgf. B. Braun surgical requirement is 0.60 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history record, there are no previous complaints regarding of the product manufactured with the same thread raw material batch used in this product. Monosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. As mentioned in the mode of action of the instructions for use of the product, "when monosyn® suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn® is metabolised to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. Approximately 50% of the original knot pull tensile strength is available after 13 to 14 days. The mass degradation of monosyn® is essentially completed in 60 to 90 days." Also, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body." According to the results of the tests realized to the closed sample received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Further information received: type of surgery: glutenoplasty, circular suspension, femoroplasty.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the patient (female, (B)(6) years old), after surgery on day 80, the thread began to come out from under the skin, prick and was removed mechanically. No further information has been received.